Event description:
It has been reported that the bd¿ syringe 20ml e/t has been found with a deformed stopper before use. The following has been provided by the initial reporter: I am contacting you to inform you of a quality defect on a 3-piece 20 ml luer syringe, ref. 300613, lot number 1906280, expiry date 31/05/2024. Here is the defect found: when the blister's opened, the nurse noticed that the rubber seal was deformed, probably melted during production. No other defective syringes.

Manufacturer narrative:
H.6. Investigation summary one sample of lot 1906280 and one photo was provided to our quality team for investigation. Upon visually inspecting the product, the stopper is observed to be partially disassembled, distorted against the barrel wall. The product was disassembled for further inspection, there was no damage noted in the plunger rod or other components that could have contributed to this defect. A device history was performed and found no no-conformances related to the reported issue during production of batch 1906280. This issue was determined to have occurred as a result of improper alignment of the plunger/stopper to the barrel during assembly. We have notified manufacturing personnel of your experience to increase awareness of this matter. Complaints received for this defect and device will be monitored by our quality team for signs of emerging trends.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd¿ syringe 20ml e/t has been found with a deformed stopper before use. The following has been provided by the initial reporter: I am contacting you to inform you of a quality defect on a 3-piece 20 ml luer syringe, ref. 300613, lot number 1906280, expiry date 31/05/2024. Here is the defect found: when the blister's opened, the nurse noticed that the rubber seal was deformed, probably melted during production. No other defective syringes.